Event description:
It was reported that, "the baseplate fractured and surgeon replaced the cruciform baseplate with a universal baseplate and stem. Surgeon then replaced the ap lipped with cs sized medium 16mm. It is uncertain if the fall caused the baseplate fracture."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.